Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI upn: m365sc2408740 model: sc-2408-74 serial: (B)(6). Batch: 7073309.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration which was confirmed through x-ray. The patient underwent a procedure wherein the leads were replaced. The patient was doing well postoperatively, and the explanted devices will not be returned as they were kept by the medical facility.